Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2011. D6b: explant date: 2011. Additional suspect medical device components involved in the event: product family: upn: sc-2108-50m. Model: sc-2108-50m. Serial: (B)(6). Batch: 20753/21197.

Event description:
It was reported that all components were explanted due to an uncomfortable ipg location and patient not liking the paresthesia. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.